Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2025, it was reported that the patient lost consciousness while his cgm was reading 220 mg/dl. No bg meter comparison value was taken. Prior to this, the patient was asymptomatic. The patient¿s son helped him sip some sprite as treatment. After approximately 10 minutes, the patient regained consciousness. The patient¿s wife called emergency medical services (ems). Once ems arrived, the patient bg meter reading was 40 mg/dl while the cgm was reading high mg/dl. Ems treated the patient with oral glucose. A bg meter recheck was done after treatment, which was 60 mg/dl. The patient cgm was in a brief sensor error state at this time. The patient was taken to the emergency room (ER). At the ER, the patient was treated with IV glucose. The patient was discharged after approximately 4 hours with an unspecified ¿normal reading¿. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. Once ems arrived, the reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.